Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Stored electrogram review noted the implantable cardioverter defibrillator exhibited infrequent post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention performed. The patient was stable throughout and will continue to be monitored.